Manufacturer narrative:
Investigation summary: bd had not received samples, but 7 photos were provided for investigation. The photos were reviewed and the indicated failure mode for double label was observed. Additionally, 100 retention samples from bd inventory were visually inspected with no double labels found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode double label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® sst¿ ii advance plus blood collection tubes, 1 tube had 2 different bar code labels attached. There was no health impact or consequences reported.